Event description:
It was reported that this device gave multiple inappropriate shocks due to t-wave oversensing. The patient reported to the emergency room where therapy was programmed off. There were no additional adverse patient effects. The device remains implanted.